Event description:
It was reported that the user experienced low glucose following dinner announcements while using the ilet, after a recent factory reset performed due to perceived excessive meal dosing; the user had been announcing most meals as ¿less than usual,¿ and education was provided that this practice can lead to lower glucose during the post-reset learning period. Symptoms included hypoglycemia. Outcomes included no reported medical intervention or healthcare utilization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction reported and that user meal announcement behavior likely contributed to the low glucose. It was concluded that the event involved hypoglycemia with an unclear cause, with user education completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.